Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device and determined that the unknown error was a xdcr fault error message. The fsr calibrated the transducers and the resolved the customer's reported issue. The device passed the user verification tests and operational verification procedures to manufacturer specifications. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator switched off while on a patient. The customer reported that there was an error code at the time but they weren't sure what it was. The error code was later identified to be a transducer fault alarm condition. The customer reported that the ventilator was taken off of the patient and replaced with no patient harm or injury.